Event description:
A falsely elevated ctni result of 5.28 ng/ml was obtained and reported for one patient. The physician questioned the result after treating the patient with lopressor (2 doses), lovenox (100 mg), and baby aspirin the lab reanalyzed the same sample on the same instrument and obtained 0.08 and 0.10 mg/dl. Although patient treatment was prescribed or altered as a result of the falsely elevated was prescribed or altered as a result of the falsely elevated ctni result, there was no report of adverse health consequences to be patient as a result of the falsely elevated ctni result. Filterdata from the instrument indicates the erroneous value was initiated when the sample was dispensed into the reaction vessel. Sample integrity is the probable cause of the outlier.